Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filled to include a correction for the device and patient codes.

Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was explanted due to an unspecified product performance issue approximately 21 months after initial implant. This is considered a serious injury as surgical intervention was required. No additional adverse events were reported.